Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil approx. 13 cm distal to the is-1 connector pin. These damages most likely occurred during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
The patient was very sick but the physician chose to implant a pacemaker system. This system was attempted but not implanted because while testing the leads during implant there was no sensing and the patient coded. The entire system was removed and the patient became stable again after being worked on by the physician. Later that evening the patient expired. Should additional information be received, this file will be updated.